Manufacturer narrative:
Continuation of d10: product ID 977a260,serial# (b)(, 6)implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the wire that goes underneath her skull is stick out so her health care professional is trying to get her setup with a surgeon to get that taken care of. This was clarified to mean that the patient noticed that the wire was out and underneath her neck about two years ago (sometime in 2018). The patient noted that even though the implantable neurostimulator charges up, it does not help and it is causing her neck to get sore when she uses stimulation. The patient just has their neurologist do botox for her migraines. The patient noted that the wire has to be replaced underneath her skull to the nerve for her headaches (the reason for implant.) The patient indicated that you can feel it and see where it points out from the skin and you can feel the end of it - "it's very noticeable." The patient is in the process of being transferred to a physician who will manage her neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the patient experiencing a return of headaches. The patient was able to change the group but couldn¿t get the group to stay and if she was able to change her settings, that would resolve the problem. The patient programmer (pp) was not available at the time of the report, so troubleshooting could not be performed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.